Event description:
It was reported by repair work order that the customer alleged that the retaining post was loose. Upon inspection of the unit by the service technician, it was identified that the retaining post screw was partially stripped.